Event description:
I was injected with lip fillers by an unlicensed medical assistant she said she was qualified; however, she did the procedure in her home. I found her page on instagram, it's (B)(6) and her business name is (B)(6). She lives in (B)(6). Non licensed illegal lip filler injections. FDA safety report ID# (B)(4).